Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer on the main failed intermittently. A field service engineer confirmed that the drawer had not failed, reseated all cables and wiring, examined the retractor band and pyxisbus cable, and rebooted the station. The drawer was verified as operable in the hardware test application, and the fse removed debris from the roll boards and launched the application. The customer was allowed to access the drawer multiple times without issue. Functionality was tested and confirmed to be successful. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication was not linked to the patient and prevented the main drawer is 3, pockets c1, c3, c5, d1, d3, and d5 from opening. Customer tried to reboot, but the issue persisted. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care since the user manually dispensed the medication. There were no adverse events or injuries reported based on this event.